Event description:
It was reported that customer's pump was experiencing issues with the top button not functioning properly and the screen occasionally becoming unreadable. There was no adverse impact to the customer's blood glucose level. The customer's legal guardian requested assistance for the issue and initiated a pump replacement. Customer tech support contacted (B)(6) to troubleshoot; however, further follow-up was required as the pump was not available at the time of the call.